Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 3 events were reported for this quarter.   Product return status: 3 devices were received. In progress: 3 device evaluations are in progress.   Additional information: 3 devices were not labeled for single-use. 3 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device had a sticky trigger that could lead to run-on. 3 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 3 previously reported events are included in this follow-up record. Product return status 3 devices were received. Event confirmation status 3 evaluations are still in progress.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device had a sticky trigger that could lead to run-on. 3 events had no patient involvement; no patient impact.